Manufacturer narrative:
Taper unk. The reporter of the complain was asked to return the product for analysis as well as to indicate the product serial number, date of event, and implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Weight fluctuation is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing". Device labeling addresses the possible outcome of the inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band to loose), or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate".

Event description:
Healthcare professional reported there was "a crack in the port" of a lap-band system. The problem was first noticed when the pt "had issues with weight loss". The port of the lap-band system was removed and replaced.